Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red warning light was on in bay 3 and was not functional. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear on internal electronic components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the red light on bay three of the universal battery charger device was displayed without any battery devices in the bay. It was further reported that the red light stayed on and would not charge. It was not reported if there was any delays to a planned surgical procedure. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.